Manufacturer narrative:
The pump was tested to full specifications on 07/28/2016. User reported alarm failure was not detected. The pump operated within all specifications as designed. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The user reported "the pump won't infuse. Blood backed up on patient side." No patient harm or injury was involved in this case.